Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. These deformations led to a fracture of the inner conductor coil between the lead tip and the is-1 connector pin. At 23 cm distal to the is-1 connector pin the insulation was found squeezed which was caused most likely by means of medical instruments applied during the surgery. Further analysis of the lead revealed deformations of the outer conductor coil and cuttings in the insulation which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead had dislodged and exhibited undersensing. Additional information obtained from the field representative indicates that dislodgement was confirmed through fluoroscopy. The lead was explanted and replaced. Should additional information be received, this report will be updated. The event and explant dates provided do not make sense so they were left off of this report.